Manufacturer narrative:
This device has been analyzed but the final, approved draft of the engineering report and its conclusion is not yet available. However, it will be submitted within 30 days upon receipt.additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
As reported, during use of a 6f/7f mynxgrip vascular closure device (vcd), the white advancer tube did not appear during sheath retraction despite several attempts. This resulted in failure of closure, and manual compression was applied for hemostasis. There was no reported patient injury. The user reported that the device was fully shuttled down and that there was significant resistance during shuttling, but no unusual force was applied when retracting the sheath. The advancer tube was not visible. The device was used in an interventional procedure with a retrograde femoral artery approach. Femoral artery suitability was verified by angiography or venography, the vessel diameter was confirmed to be greater than or equal to 5 mm, there was no vessel tortuosity, and there was no peripheral vascular disease (pvd) or calcium near the puncture site. No damage was noted on the device or packaging prior to opening. The device was stored and prepared according to the instructions for use (IFU), and the user was trained. A 6f avanti + sheath introducer was used. A non-sterile 6f/7f mynxgrip vascular closure device involved in the reported complaint was returned for investigation. Visual inspection of the device showed that the shuttle was engaged to the black handle, while the stopcock was observed to be open, with a cordis mynx syringe detached from the unit. The catheter sheath introducer (csi) was not returned for this evaluation. The sealant was not returned for this evaluation, and the advancer tube was exposed. Additionally, the sealant sleeve protector was found fully retracted, while the balloon showed no abnormal condition to be reported. No additional anomalies were observed during this visual analysis. The inflation/deflation functional test was executed, and no issues related to the reported event were observed, as the balloon got inflated and deflated as expected. Additionally, the advancer tube was removed to evaluate any possible removal impediment, where no abnormal condition was noticed to be reported. Finally, the unit was hold in vertical position, and it was noticed that there was no issue with the shuttle engagement mechanism noticed to be present on the received unit. The reported event of ¿sealant-failure to deploy-advancer tube" was not observed through analysis of the returned device since the advancer tube was exposed on the catheter with the sealant deployed off the device. Additionally, the reported event of ¿shuttle-shuttle advancement issue¿ was not observed through analysis of the returned device since it passed functional analysis and the sealant sleeve was received fully retracted on the shuttle tubing. The exact cause of the issue experienced by the customer could not be determined during product evaluation. Based on the information available for review and the product analysis, it is not possible to determine what factors may have contributed to the reported event of the advancer tube not deploying, especially since the device was received with the advancer tube exposed on the catheter. Additionally, it is not possible to determine what factors may have contributed to the shuttle advancement issue reported since there were no issues noted with the shuttle. However, as the sealant was not received with the device, it is possible that premature swelling of the sealant resulted in the resistance experienced. Premature swelling of the sealant can occur when a high amount of tension is applied to the balloon catheter during the shuttle deployment step and/or failure to open the sheath¿s stopcock before shuttle advancement, which can result in a tight seal at the tip of the sheath. As the device is advanced, blood can be trapped inside the sheath due to the tight seal, causing the sealant to hydrate prematurely and contribute to a shuttle advancement issue. Additionally, if the shuttle had resistance during advancement, the shuttle may not have been advanced completely in order to engage the advancer tube (even though it was reported that the shuttle was shuttled down completely). According to the IFU, which is not intended as a mitigation, ¿while pulling lightly on the device handle (to ensure the balloon is abutting the arteriotomy or venotomy), open the procedural sheath stopcock and confirm temporary hemostasis. Detach shuttle and advance in a continuous motion until a definitive stop is felt. Immediately grasp the procedural sheath and withdraw it from the tissue tract. Continue retracting until the shuttle locks on the handle.¿ it should be noted that if the shuttle is not advanced until the advancer tube is engaged to the proximal tamp lock (definitive stop), this will cause the advancer tube and sealant to follow the shuttle cartridge back out of the tissue tract during the retraction step, resulting in the device failing to deploy. Neither the product analysis, nor the information available for review suggests that the reported failures could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, during use of a 6f/7f mynxgrip vascular closure device (vcd), the white advancer tube did not appear during sheath retraction despite several attempts. This resulted in failure of closure, and manual compression was applied for hemostasis. There was no reported patient injury. The user reported that the device was fully shuttled down and that there was significant resistance during shuttling, but no unusual force was applied when retracting the sheath. The advancer tube was not visible. The device was used in an interventional procedure with a retrograde femoral artery approach. Femoral artery suitability was verified by angiography or venography, the vessel diameter was confirmed to be greater than or equal to 5 mm, there was no vessel tortuosity, and there was no peripheral vascular disease or calcium near the puncture site. No damage was noted on the device or packaging prior to opening. The device was stored and prepared according to the instructions for use (IFU), and the user was trained. A 6f avanti + sheath introducer was used. The device will be returned for evaluation.